Event description:
Boston scientific received information that during a lead revision procedure that was performed due to the patient's right atrial (ra) and right ventricular (rv) leads being dislodged, this left ventricular (lv) lead was inadvertently pushed out of position. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.